Event description:
It was reported the device is locked up. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However, it was noted that the upper case was broken and contaminated, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were broken, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, and the display was out of specification with pixel segments missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.